Event description:
Pump tubing was attached to port of second pump tubing; 1 was infusing fluid and the second was infusing insulin. The port had fallen apart at white connector. There were fluids and insulin leaking from site.